Event description:
Boston scientific received information that this patient presented to the emergency room with complaints of light headedness. The patient also noted that an episode of syncope had occurred earlier in the day. Although the follow up did not reveal any device or lead anomaly pertaining to the episode, device memory noted a previous episode of atrial fibrillation in which atrial undersensing occurred resulting in paced events during the episode. However, no cause of the syncope could ever be determined. The device sensitivity was reprogrammed with no other adverse patient effects or issues noted.

Manufacturer narrative:
The device was reprogrammed and remains in service. No further information is available. This report will be updated if more information becomes available.